Event description:
The inner pouch of polymer contained a hole. Another unit was readily available and used to successfully complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggest that this event, if it actually occurred, would be an isolated incident. It was not possible to determine a root cause of this event. A review of the mfg history indicated no similar discrepancies.